Event description:
Caller reported customer was feeling unwell, tired and dizzy. At 9:15 pm on the (B)(6) 2010, the customer did a blood glucose test with his advantage meter, with a result of 30.1 mmol/l. After the test, an ambulance was called and arrived at approximately 9:45 pm. Upon arrival, the paramedics assessed the customer and at 9:50 pm did a blood glucose test, result was 12.0 mmol/l. Upon arrival to the hospital the customer was admitted. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
It was reported by the customer that on (B)(6) 2010, the fiber was damaged at the tip at 24,879 joules. No patient injury was reported. The device was not returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).